Manufacturer narrative:
(B)(4). Additional information received: what was the reason for removal of band in june of 2012? The lap band was placed (B)(6) 2012. The band was removed (B)(6) 2016 due to band intolerance. Is the lot or batch number of the removed band available? Realize adjustable band, cat # rlzb32, lot # znbbck, serial # (B)(4). What surgical procedure was being performed when the foreign body was identified? The patient was having uncontrolled pain at prior port site post removal, was seen in emd (B)(6) 2016 where CT scan saw foreign body is the pain mentioned in the reported event associated with the foreign body identified in the fascia? Yes was the portion of the band found in the fascia the reason for the bulge mentioned in the reported event? Yes

Manufacturer narrative:
(B)(4). Additional information obtained: patient was implanted with realize band in (B)(6) 2012 and elected to convert to different weight loss surgical procedure in (B)(6) 2012 and so band was explanted. Patient subsequently underwent ventral hernia repair in november 2016. During the ventral hernia repair, a foreign body was identified and removed. Patient was asymptomatic prior to the procedure and no sequelae were reported related to the foreign body.

Manufacturer narrative:
(B)(4). Additional information four pictures were provided; the first three pictures shows a looking connector in different angles. The fourth picture show a looking connector with a rule, showing the measure of the component, it is about 2 centimeters. Based on the picture alone no conclusion could be reached on how the reported event occurred. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event.

Manufacturer narrative:
(B)(4). Two possible lot numbers were provided. Zmkbck. Mfg date 30-aug-2011. Exp date 2016-07. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Performed by (B)(4). Zmmbdk. Mfg date 09-nov-2011. Exp date 2016-10. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Performed by (B)(4).

Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown procedure; a portion of the band was recognized within the fascial defect. The piece of the band was dissected and sent to pathology. The patient was discharged without incident. The patient had a gastric band placed (B)(6) 2012. The band was removed (B)(6) 2012. The patient continued to have pain in the ruq along with a bulge.